Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was evaluated, replaced, calibrated and aligned. The system was tested and found to be working as intended and returned to service.